Event description:
The customer was hosptialized for low bgs. The customer informed that the night before the call customer took 8.5u and the bgs reading were high. Then the customer ended up with the low bgs. The customer was told not to bolus late at night. The customer is not sure how to treat high bgs. It was informed that the customer was released from the hospital but the bgs are running high again. Advised the customer to contact the doctor as soon as possible.